Manufacturer narrative:
Additional concomitant medical products: folic acid 1mg daily, fosamax 70mg once daily.

Event description:
Reporter states customer reportedly received results of 108 mg/dl and 400 mg/dl within 10 minutes on the advantage system no quality controls were run. No adverse event reported. Requested return of the suspect device and a replacement product was sent.